Manufacturer narrative:
The pump remains in use supporting the pt. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.

Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that they believe that the pt has a pump end bend relief fracture after the vad coordinator noted bubbling from the driveline site where the pump stops. The pt has declined a pump exchange. Add'l info was received from the vad coordinator that the pt was discharged, and asymptomatic. It was also reported that the pt stated that he feels fine.